Event description:
It was reported that the patients implantable pulse generator (ipg) had become superficial making it difficult to recharge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) had become superficial making it difficult to recharge. The patient underwent an ipg replacement procedure and was doing well postoperatively.